Event description:
During the index procedure, the proximal, middle and distal sfa were treated with three in.pact admiral balloon catheters. Approximately 22 months post index procedure, the proximal sfa was treated with an in.pact admiral during a revascularisation procedure. Approximately 19 months later, the patient suffered stenosis of the right popliteal artery. This was treated by revascularisation of r-1. One admiral extreme pta and two in.pact admiral debs were used during this procedure. This event was assessed by the investigator as not related to the index device, procedure, or paclitaxel. The patient recovered.